Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a second retrieval attempt of a tulip filter the filter hook was captured with non-cook forceps and a filter leg was captured from femoral side with a non-cook snare. The filter was retrieved after about 2 hours with no adverse effects to the patient, but the filter was severely damaged. The returned filter was found severely damaged; the hook was more open than specified and bending downwards against the clip bushing. One primary filter leg was twisted outwards from the center of the filter and another two primary legs were clustered together by a thrombus. One secondary leg was pushed upwards against the bushing. Only one secondary leg was without any non-conformances. No imaging was provided and based on the returned filter the exact reason for the damages cannot be determined. However, it is noted that a secondary leg ¿was caught and got deformed¿ during a previous unsuccessful retrieval attempt and that the filter deformation reportedly was caused by the ¿technique, not the device¿. It was assessed that because any discovered non-conformances were properly dispositioned before final release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) k172557. Investigation is still in progress.

Event description:
Cook's gunther filter(igtcfs-65-jp-jug-tulip/ lot e4001566 or e3996188) was placed in the ivc on (B)(6) 2020. The user planned to retrieve the filter on 29october2020 but the procedure was postponed because the blood clot did not dissolve. The procedure was performed on (B)(6) 2020. The filter hook was adhered, so sling technique was used with with gtrs-200-rb and terumo radifocus wire guide(rf-ga35203) but the filter axis did not align to the sheath and failed to retrieve the filter. Cook's vrf- was used instead but the filter hook got deformed and faild to retrieve. The user tried sling technique again with the same gtrs and the wire guide but the snare and the wire guide were stuck in the sheath. The proximal part of the snare catheter(outside of the body) was broke and separated. Also, the wire guide tip(the part caught by the snare) was broke and separated.(the wire guide tip did not remain inside the patient¿s body. ) sling technique was performed with another gtrs-200-rb was used instead but secondary leg was caught and got deformed. In addition, the filter got tilted and became sideways, so the procedure was aborted and the patient was introduced to another hospital. According to the doctor, the filter deformation occurred due to his technique, not the device. The patient was sent to another hospital. Approach was gained from the femoral and jugular vein and two medikit's 14fr 35cm sheath were inserted from both sides. Sling technique was performed from the jugular side with terumo's radifocus and covidien's en snare. The filter hook was captured with cardinal's forceps. The filter leg was captured from the femoral side with terumo's radifocus and covidien's en snare and applied tension to the filter. As a result, the filter axis aligned to the sheath from jugular side and was retrieved about two hours. The user found that the filter was deformed in a way the user has never seen before. There have been no adverse effects to the patient reported.